Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, electrical problems such as open circuit, short circuit, or signal loss, and mechanical problems such as leakage or seal deformation, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope image guide (ig) holder, ig cover, ig mount, control unit, scope connector, cable unit, circuit board unit in scope connector, connecting tube, ultrasonic connector had corrosion due to water leakage. Additionally, due to clogging of channel mount unit, foreign objects came out of distal end and due to corrosion on plug unit, b30 (scope communication error) occurred. There was no patient involvement.